Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided; therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open unknown procedure, the cartridge was damaged when it was removed from the device after the second firing. Then, the next blue cartridge could not be loaded properly into the same device before the third firing. No pieces fell into the patient. Eventually, another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n54d5t. The analysis found that the psee60a device was received in good visual condition and with an ecr60b cartridge reload present. The reload was received fully fired and broken in 4 pieces with the cartridge pan detached from the cartridge. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.